Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via a wide intrinsic morphology. Previously, the device sensing vector was reprogrammed from the alternate vector to the primary sensing vector due to the low intrinsic amplitudes. Now, there are inappropriate shocks. The local representative will discuss some options with the physician. There were no additional adverse patient effects. The system remains implanted.